Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, when the physician attempted to activate this artificial urinary sphincter, he noted that the device was not working, resulting in recurring incontinence for the patient. A revision surgery was performed, during which a fluid loss from the balloon was identified. All components were removed and replaced. There were no further patient complications reported.